Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure. According to the complainant, the tban device would not create vacuum; the suction on the needle would not work. The procedure was able to be completed with a different device. No patient complications were reported. This event has been deemed a reportable event based on the investigation results; the needle was difficult to retract.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the needle being difficult to retract. A visual evaluation was performed. The drive wire and sheath are kinked near the distal end. The syringe was removed from the luer and revealed that the handle luer is stripped. There are numerous kinks / bends in the working length of the device. A functional evaluation was performed and revealed the needle could be extended and retracted, however, resistance was encountered, which is likely due to the kinks in the wire and sheath. The syringe could not be tightened onto the luer, likely due to the luer being stripped. The device was leak tested and found that the unit leaked at the junction between the syringe and the handle luer, likely due to the luer being stripped. The device was unable to generate a good vacuum due to the damaged sustained to the luer. The most probable root cause classification for the luer being stripped, the leak, and the poor vacuum is an anticipated procedural complication. The most probable root cause classification for the kinks in the wire, and resistance of the needle extending and retracting is operational context.